Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the flashcard and handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and a likely cause for the reported complaint that the battery would not hold a charge was verified. During the analysis it was identified that the main battery was swollen and not making good electrical contact with the handheld. As a result, the battery was unable to be charged using the handheld. The cause for the swollen battery is unknown. No further anomalies were identified during the analysis.

Event description:
Additional information from the area representative indicated the handheld did not have a software and it would not sustain charge. Troubleshooting was performed but proved to be unsuccessful. Mishandling of the handheld computer is suspected from the physician. Complaint from received from territory manager, (B)(6) to report that: she has been informed on (B)(6), 2012 by a distributor that physician's hhd had a problem and it doesn't work anymore. The reported handheld and software remain underway to be returned to the manufacturer. The serial cable accompanying the handheld would not be returned for analysis as the physician disposed of the material.

Event description:
It was reported by a company representative that a physician's handheld computer had a problem and it would not work any longer. Additional information from the area representative indicated the handheld did not have a software and it would not sustain charge. Troubleshooting was performed but proved to be unsuccessful. Mishandling of the handheld computer is suspected from the physician. The reported handheld and software were returned to the manufacturer and remain under analysis. The serial cable accompanying the handheld would not be returned for analysis as the physician disposed of the material.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently listed incorrect summary of event. Type of report, corrected data: initial report inadvertently did not list type of report. Initial report should have had indicated 30-day report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.